Event description:
It was reported that the patient experienced shocking and had impedances greater than 4,000 ohms. The reporter stated that the patient was implanted with different leads. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).